Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed an occurrence of the pump losing power while it was on followed by a cancelled alarm. Functional testing involved running the pump in user mode and opening the pump. The reported issue was not duplicated during the investigation. The investigation found no evidence of any problems inside the pump. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump alarmed and had a blank display. No adverse effects were reported.